Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation noted the following components as dirty: air/water cylinder, suction cylinder and scope connector case unit. Additional evaluation findings are as follows: no water flow through auxiliary water channel; angle wires stretched; angulation could not be locked; light guide lens noted cracked and chipped; distal end cover noted dented and scratched; bending section cover adhesive observed to have a thread and noted cracked and chipped; scope connector case unit noted dirty due to water leakage. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that on initial reprocessing of an olympus, model pcf-h190dl, evis exera iii colonovideoscope and "routine pathology tests," the scope returned a result of a "positive culture." The scope was reprocessed again and tested again; the culture result was positive. The reported organisms isolated during culture of the scope were klebsiella pneumoniae, pseudomonas aeruginosa, raoultella ornithinolytica and citrobacter amalonaticus. As reported to olympus, the scope was isolated and was not used for a procedure. There was no patient involvement, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted however, those defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.